Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). The pod was worn between 4 and 24 hours. It was noted that the pink slide did not move forward. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was observed to be in the deployed state. The data downloaded from the device did not show any timeouts or drive stalls during the run. No damages or defects were observed that would result in the needle mechanism not deploying.